Event description:
It was reported that the insulin pump alarmed button error, which the customer was unable to clear since the buttons were locked. The customer's blood glucose was 176 mg/dl. The customer stated that they keep the device in their bra which might have caused the device to be exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.